Manufacturer narrative:
Other, other text: returned device was received in good physical condition but the right plunger case was cracked. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was unable to be replicated by analysis. The stepper motor, worm coupling and worm gear were all replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that medfusion pump exhibited a motor failure. No patient injury or complications were reported in relation to this event.